Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient turned the therapy off prior to undergoing unrelated surgery (open heart surgery) and did not place the ipg in the surgery mode. Reportedly, ipg was unable to communicate with the external devices. Troubleshooting was attempted to no avail and ipg was deemed inoperable. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received identified that surgical intervention was undertaken wherein the ipg was explanted and replaced on (B)(6) 2019 to address the issue. Reportedly device was working fine.